Manufacturer narrative:
Pump was received with weak battery alarm and failed battery test alarm due to corroded battery tube.

Event description:
Customer reported via phone call failed battery test on the insulin pump. The customer¿s blood glucose level was 65 mg/dl. Troubleshooting was performed. Customer replaced the battery and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.